Manufacturer narrative:
Intuitive received the part associated with this complaint and the instrument did not pass self-test during the initialization process. Review of error logs confirmed several homing failures (error 22026) during initialization, indicating the instrument would not work after being re-installed. The instrument was found to have a dislodged blade that resulted from the homing failures. Visual inspection showed that the blade was exposed outside of the blade garage approximately 0.137". There was heavy biodebris at the instrument tip. No conductor wire damage or snake wrist damage was found. After manually placing the blade in track, self-check passed on a da vinci in-house system. Failure analysis found the primary failure of self-test initialization failure to be related to the customer reported complain. Additional observation not reported was that one ceramic dot was no longer present on the electrode of a jaw assembly. Material approximately, 0.03" x 0.03" was missing.

Event description:
It was reported that the instrument was not recognized by the system. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse stated that this was a new vessel sealer. The instrument was placed in the arm (that was previously being used). The instrument would not recognize. Instrument removed and reinserted, and placed in other arms to see if it would be recognized. A new vessel sealer was inserted and worked without incidence. The instrument was never inserted into to patient. The procedure was completed with the second vessel sealer without any problems.